Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician then performed a coelioscopy. A burn was noted as was a uterine perforation at the "external fundus." The "small intestine and colon were not affected." There was no med intervention or treatment required. The patient was admitted into the hosp (dates unk). Additionally it was reported that the "patient is well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture data is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).